Manufacturer narrative:
Device is pending receipt by manufacturer. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the device had no display or picture. No procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation from the manufacturer: during the technical inspection by the manufacturer, the fault description provided by the customer was not confirmed. As no fault was found during the technical inspection, the most likely cause of the fault is another component, perhaps a defective cable or incorrect operation by the user. There are no signs of a manufacturing defect. This event is filed under internal complaint ID (B)(4).